Event description:
Revision surgery was performed on ((b)(6). Dr replaced and extra tightened the set screws at L2-L3 levels. The set screws were discarded by the hospital.

Manufacturer narrative:
Radiographic Image Review Results 1. Standing scoliosis X-ray AP View 2. Standing X-ray AP View their appears to be increased angulation L3/4 in 2nd image compared to 1st one. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
INFORMATION WAS RECEIVED FROM HEALTHCARE PROVIDER (HCP) VIA A MANUFACTURER REPRESENTATIVE REGARDING A PATIENT HAVING SPINAL THERAPY FOR PEDIATRIC SCOLIOSIS. IT WAS REPORTED THAT A SET CAP LOOSENED FROM THE ROD POST-OPERATIVELY AND A SET SCREW LOOSENED FROM THE ROD AND SCREW HEAD. AT AN ANNUAL X-RAY FOLLOW-UP, A LOOSE SCREW WAS OBSERVED ON IMAGING, AND THERE WAS PERSISTENT MOVEMENT AT THE L3 LEVEL AND FAILURE TO ACHIEVE SOLID FUSION. THE SET SCREW MALFUNCTIONED BY LOOSENING ON THE ROD. REVISION SURGERY AT L3 WAS PLANNED. THERE WAS NO PATIENT SYMPTOMS REPORTED. THERE WERE NO FURTHER COMPLICATIONS REPORTED REGARDING THE EVENT

Manufacturer narrative:
B2: OTHER PATIENT OUTCOME- REVISION SURGERY PLANNED. B3: EVENT DATE IS UNKNOWN. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.